Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had emitted multiple loss of prime warnings. The cartridge had reportedly been changed since the issue began, however a cartridge from a new box had not been used to try and resolve the issue. Troubleshooting indicated that cartridge use was appropriate per instructions for use. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.